Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after a meal announcement for a burger and fries, with the lowest recorded blood glucose of 47 mg/dl and approximately two hours below range; the event occurred about two hours after a 6 pm meal announcement and followed a prior high earlier in the day, with no recent setting changes, no off-label insulin, no bg run mode, and standard use of the ilet including a recent fill-tubing while disconnected. Symptoms included hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included no hospitalization, no professional medical treatment, and no use of backup therapy. Investigation included complaint intake review and user interview focused on recent use, meal announcements, cgm calibration, activity, insulin delivery steps, and device settings. Investigation of this case revealed no device malfunction reported and suggested an insulin overcorrection to a preceding high as a plausible contributor to the low during ongoing therapy adaptation, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.